Event description:
Customer noticed a crack in the pt circuit at the temperature probe port. They said that this effected tidal volumes and they had to re-intubate a pt because of this problem. Pt did fine once the situation was corrected.